Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a scheduled review of the remote monitoring data identified 3 beats of isolated t-wave oversensing. There were several stored episodes labeled as pacemaker mediated tachycardia (pmt), which were not true pmt events. Further system review was recommended. The system remains in service and no adverse patient effects were reported.